Event description:
The customer reported erroneously low white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb), and platelet (plt) results for one patient sample cycled on a coulter ac·t diff 2 analyzer compared to a rerun of the same sample cycled the next day at a reference laboratory. Erroneous results were reported out of the lab; however, there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 05/11/2015. The fse found the probe was worn, causing restricted aspiration. The fse replaced the probe, resolving the erroneous cbc results. The repairs were verified per established service procedures. Patient weight was not provided by the customer.